Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). Upon interrogation, this device displayed an alert#1003. The patient's history is significant for pacemaker dependency with no underlying rhythm. Ts recommended device replacement and suggested that a save-to-disk could be sent to ts for analysis. A save-to-disk was received and analyzed by in-house engineering. Analysis confirmed that a low voltage fault had been declared on (B)(6) 2014. The voltage is currently 2.962 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. The data indicated that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Ts contacted the local representative to discuss the analysis results and recommend device replacement. This device is included in the lv capacitor 2014 teligen advisory population.

Event description:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The available information suggests that this device remains in-service.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted without incident.

Manufacturer narrative:
(B)(4).